Event description:
A small portion of this introducer system detached in the pt's subcutaneous tissue during a nephrostomy tube placement procedure. An attempt to retrieve the detached introducer segment was unsuccessful. To date no further details are available regarding this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, no failure analysis is available and without evaluating the device the co is unable to determine if the device met its specifications. A lot search was performed and revealed no other complaints to date on this lot number. User technique and/or pt anatomy may have contributed to this event. However, without further details about this event the co is unable to determine the relationship between the device and the cause for this event.